Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt rec'd more IV fluid than intended. The tubing set was being used to deliver an unspecified volume of 3.3% dextrose and 0.3% sodium chloride at a rate of 125 ml/hr. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, it was reported that the pt rec'd between 600 ml and 900 ml during a 1 hr period. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.